Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were in the hospital due to no deliveries from the insulin pump and there was high blood glucose and diabetic ketoacidosis. Customer¿s blood glucose value when admitted was 400 mg/dl. Customer was treated with intravenous fluids and insulin. Insulin pump will not be returned for analysis.